Event description:
It was found through obituary search that this patient passed away. Review of the manufacturer's programming history found that the patient's generator had detected high impedance, as is captured in MFR. Report # 1644487-2017-03833. However, no adverse events were known associated with this high impedance event. No further relevant information has been received to date. The suspect product has not been received to date.

Event description:
It was reported by the patient's funeral home that the patient passed away due to sepsis from an enterococcus urinary tract infection. The patient's device was buried with the patient. No further relevant information has been received to date.